Manufacturer narrative:
Analysis: the symptom of hypotension during transfusion of pts undergoing cardiac surgery appears limited to a small cohort of conditions, all of which cause vascular instability in the pt prior to being transfused. Such conditions, known to give rise to vascualr instability may be any one or several of the following circumstances: anesthesia, transfusion, angiotension converting enzyme inhibitors, rapid transfusion flow rates, and routine use of vasoconstrictors and vasodilators. A specific report on transfusion reactions and use of the device, independent of brand, has been issued in the form of a FDA safety alert, dated may 1999, entitled "hypotension and bedside leukocyte reduction filters." Unless substantially significant info become available, this constitutes a final report.

Event description:
It was reported that a pt in cvicu experienced a decrease in blood pressure from 104/51mmhg to 58/36mmhg during a platelet transfusion through the device. The infusion was stopped until blood pressure increased, then dipped approximately 5 cc's and blood pressure decreased to 80-90mmhg, then back to 130 and repeated.